Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot numbers h12k07082, h13c21021, h13c05032 and h13c18076 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced recurrent fungal peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized for this event. The patient was treated with vancomycin (route, dosage, and frequency not reported) and oral nystatin (500,000 iu, twice daily). After treatment was discontinued and the patient was discharged from the hospital, the patient again experienced fungal peritonitis. The patient was hospitalized and treated with intravenous micafungin (dosage and frequency unknown). At the time of this report, the microfungi had been discontinued and the patient was recovering from the peritonitis. The pd catheter was removed and the patient began hemodialysis. No additional information is available. Report 1 of 2.